Manufacturer narrative:
The customer¿s reported issue was confirmed as the bending section cover was broken/appears ruptured, exposed metal. The coating of the insertion tube was found peeling off. Additionally, there are stains on the image guide bundle and the image guide is significantly broken. A portion of the bending section cover glue is missing. There are scratches on the switch button cover (4) and on the universal cord. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
Olympus (omsc) was informed that the customer evis lucera broncho-fibervideoscope was returned for service/repair for a reported ¿air leak¿ found during reprocessing. However, during inspection and testing the coating of the insertion tube was found peeling off. This report is being submitted to capture the coating of the insertion tube is peeling off. No death, injury or harm was reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Additionally, a correction to the initial medwatch is being made. The aware date should be 07-apr-2022. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. Based on the results of the investigation, and although we could not specify the root cause of the suggested event, it is likely the defect was caused by stress of repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.